Manufacturer narrative:
The root cause for the leak is unknown as the service request was cancelled by customer prior to the service visit. Customer confirmed that the instrument was properly functioning. (B)(4).

Event description:
Customer called to report that there was a low vacuum drift and a small leak near the low vacuum adjustment wheel of the coulter lh750 hematology analyzer. Customer could not determine what fluid was leaking; however, there was a salty residue on the front of the panel, so it was thought to be isoton. The customer technical specialist (cts) scheduled a service visit; however, customer cancelled the service stating the instrument has been properly functioning. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected.